Manufacturer narrative:
This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary: the device was returned and analyzed. Analysis revealed normal battery depletion.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. Concomitant products: 6947 implantable defib lead 2002 (B)(6); 5076 implantable pacing lead 2002 (B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device may have reached the recommended replacement time (rrt) prematurely. The device was explanted and re placed. No patient complications have been reported as a result of this event.